Event description:
It was reported that a (B)(6) year old male patient who was on ivtm therapy had a blood clot in the inferior vena cava (ivc). Patient was admitted to the hospital on (B)(6) 2013. The primary cause for the patient's hospitalization and need for ivtm therapy was due to ventricular fibrillation arrest out of the hospital. An icy catheter was inserted into the right femoral vein with no issues. Insertion was smooth and successful on the first attempt. The catheter was kept in for 3 days ((B)(6) 2013, 1550, 0800) and did not need to be replaced. There was no central venous catheter (cvc) placement prior to icy catheter placement. No other temperature management or relative procedures were performed on the patient prior to or adjunct to ivtm therapy. In addition, no system alarms occurred during therapy and no leaked fluids were observed. Patient's temperature at the time of ivtm therapy was 99.0. On (B)(6) 2013, a 2-d echo was performed whereby a clot was noted in the ivc. In addition, a lower extremity (le) ultrasound was performed and confirmed the presence of a deep vein thrombosis (dvt) in the left lower extremity. Patient required heparin drip intervention and hematology consultation. In addition, patient also "desated" on vent-pulmonary due to the possibility of a pulmonary embolism (pe) from the ivc clot and dvt. On (B)(6) 2013, a chest CT was performed and confirmed that a pe had occurred on the opposite side of the catheter. Patient's condition is stable and patient was discharged to a nursing home.

Manufacturer narrative:
Product in complaint will not be returned. Therefore, physical investigation cannot be performed. A supplemental report will be filed if the product in complaint is returned and investigation has been completed.

Manufacturer narrative:
Additional information was received on 10/09/2013 indicating that the customer used a zoll ivtm quattro catheter, not an icy catheter. In addition, any reference to the icy catheter should be corrected to refer to the quattro catheter.

Manufacturer narrative:
Additional clarification was received from a zoll clinical field specialist on (B)(6) 2013. 1. Initial MFR. Report indicated: "patient also desated on vent-pulmonary due to the possibility of a pulmonary embolism (pe) from the ivc clot and dvt." Please see the following for clarification of this statement: the patient was having trouble keeping his oxygen saturation numbers up while on the ventilator, which is what caused them to look into the patient having a pulmonary embolism. With that, they also detected the ivc clot and the dvt in the left lower extremity (left lower leg). 2. Initial MFR. Report indicated: "patient required heparin drip intervention and hematology consultation." Please see the following for clarification of this statement: a heparin drip was started and a blood specialist was consulted related to the pulmonary embolism, clot in the ivc and the dvt. This patient had multiple clots which is why they would consult a specialist to review as to why and how to treat. 3. Initial MFR. Report indicated: "in addition, a lower extremity (le) ultrasound was performed" please see the following for clarification of this statement: le ultrasound is left extremity ultrasound.